Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to erosion and infection. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)